Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach during valve deployment, the 26mm commander delivery system balloon ruptured at the end of deployment. The valve deployed fully in a stable position. No pvl or annular injury occurred. The patient's annulus and lvot were heavily calcified and there was also calcification in the aorta, iliac and femoral arteries. There was a moderate degree of iliacs/femorals tortuosity. The commander delivery system was withdrawn into the 14f esheath and removed from the patient with slight resistance. However, when the implanter attempted to remove the esheath, significant resistance was encountered. There was a kink in the esheath at the common iliac level in a segment with concentric calcification. Fluoroscopy also revealed that the tip of the esheath was in the descending aorta, but the distal esheath marker was visible in the common iliac artery. The operator performed multiple balloon inflations inside the esheath, and after insertion of an 18 fr dilator, was able to remove the esheath successfully. Upon inspection of the esheath after removal, it was observed that the inner lining of the sheath had folded back on itself approximately 8 cm. The implanter was able to expose the inner lining of the sheath using surgical forceps. The c marker came off the liner but that was after the surgeon pulled it apart and inspected it. The patient tolerated this well without any vascular injury and was discharged home. As per medical opinion, the esheath damage was due to the damaged delivery system balloon.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was unable to be confirmed due to unavailability of the device returned or relevant imagery. Available information suggests that patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event as the description indicated presence of calcification in the patient's annulus and lvot. Additionally, it was noted that an additional volume of 2ml of fluid was added to the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.